Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) reviewed the stored episode and noted a wandering baseline on the electrogram (egm). Ts discussed potential causes and troubleshooting options. Additional information was received that two ventricular episodes were later stored where shock therapy was delayed for approximately two minutes. Review of the stored episode noted noise markers. The noise markers were felt to have resulted in the delay in therapy. Ts again discussed troubleshooting options. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) reviewed the stored episode and noted a wandering baseline on the electrogram (egm). Ts discussed potential causes and troubleshooting options. Additional information was received that two ventricular episodes were later stored where shock therapy was delayed for approximately two minutes. Review of the stored episode noted noise markers. The noise markers were felt to have resulted in the delay in therapy. Ts again discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that attempts were made to reproduce noise, however, noise was unable to be reproduced. Subsequently, an additional inappropriate shock was delivered due to continued noise and oversensing. Technical services (ts) discussed additional troubleshooting options. An x-ray was performed, and noted a suspected electrode fracture. Additionally, a sharp bend with potential insulation damage was noted in the area where the electrode exits the device header. A procedure was going to be scheduled for an unknown future date to replace the electrode and potentially the s-ICD. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the device was programmed off, and the patient was sent home with a lifevest. The physician plans to schedule a procedure on an unknown future date. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) reviewed the stored episode and noted a wandering baseline on the electrogram (egm). Ts discussed potential causes and troubleshooting options. Additional information was received that two ventricular episodes were later stored where shock therapy was delayed for approximately two minutes. Review of the stored episode noted noise markers. The noise markers were felt to have resulted in the delay in therapy. Ts again discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that attempts were made to reproduce noise, however, noise was unable to be reproduced. Subsequently, an additional inappropriate shock was delivered due to continued noise and oversensing. Technical services (ts) discussed additional troubleshooting options. An x-ray was performed, and noted a suspected electrode fracture. Additionally, a sharp bend with potential insulation damage was noted in the area where the electrode exits the device header. A procedure was going to be scheduled for an unknown future date to replace the electrode and potentially the s-ICD. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) reviewed the stored episode and noted a wandering baseline on the electrogram (egm). Ts discussed potential causes and troubleshooting options. Additional information was received that two ventricular episodes were later stored where shock therapy was delayed for approximately two minutes. Review of the stored episode noted noise markers. The noise markers were felt to have resulted in the delay in therapy. Ts again discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that attempts were made to reproduce noise, however, noise was unable to be reproduced. Subsequently, an additional inappropriate shock was delivered due to continued noise and oversensing. Technical services (ts) discussed additional troubleshooting options. An x-ray was performed, and noted a suspected electrode fracture. Additionally, a sharp bend with potential insulation damage was noted in the area where the electrode exits the device header. A procedure was going to be scheduled for an unknown future date to replace the electrode and potentially the s-ICD. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the device was programmed off, and the patient was sent home with a lifevest. The physician plans to schedule a procedure on an unknown future date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) reviewed the stored episode and noted a wandering baseline on the electrogram (egm). Ts discussed potential causes and troubleshooting options. Additional information was received that two ventricular episodes were later stored where shock therapy was delayed for approximately two minutes. Review of the stored episode noted noise markers. The noise markers were felt to have resulted in the delay in therapy. Ts again discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that attempts were made to reproduce noise, however, noise was unable to be reproduced. Subsequently, an additional inappropriate shock was delivered due to continued noise and oversensing. Technical services (ts) discussed additional troubleshooting options. An x-ray was performed, and noted a suspected electrode fracture. Additionally, a sharp bend with potential insulation damage was noted in the area where the electrode exits the device header. A procedure was going to be scheduled for an unknown future date to replace the electrode and potentially the s-ICD. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the device was programmed off, and the patient was sent home with a lifevest. The physician plans to schedule a procedure on an unknown future date. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.